Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had been dropped as it sometimes would fall out of the belt clip. She stated that when this occurs, she always changes the infusion set. She stated that the reservoir did not show signs of damage. She stated that the drive support cap appeared to be flush. She stated that she had not pressed on this cap. Customer had no symptoms of high blood glucose. The blood glucose reading was 243 mg/dl. She stated that she believed the insulin pump was responsible for the high blood glucose. Customer found no air in the tubing and no leaks. Customer was referred to her doctor to check the settings as she was unsure if they were correct. The bolus history was correct. The insulin pump passed the high pressure test. She was advised to remove the infusion set and stated that the cannula was not bent or occluded. She stated that she had been treating the high blood glucose with manual injections and boluses. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. The unit was received with cracked battery tube threads and minor scratched display window.